Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The belt was returned for evaluation at the distributor. The reported problem (unable to complete patient setup) has been confirmed. Upon investigation the electrode belt failed a functional ECG fall-off test. The cause for the failure was isolated to the u1 component on ECG d. Pin 7 of u1 was not soldered to the pca, causing the messages and baselining failure. The root cause for solder issue was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was unable to complete the patient setup process.